Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the universal surgical manipulator (usm1) cannula was being incorrect with no cannula installed. The customer performed a power cycle on the system, and the cannula error remained and usm3 had a 23068-error reported by the customer. Technical support engineer (tse) had customer perform a hard power cycle in the patient side cart (psc) and the system showed a 1162 nonrecoverable fault on the cannula sensor. Customer is brought in another psc to complete the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 04/01/2026: the system went down prior to the start of a case, so no ports were placed. The system functionality was checked upon powering on the system; however, it did not power on without errors. Dvstat was contacted for troubleshooting and completed. Customer followed instructions given to by the dvstat. Another patient cart was brought in to do the procedure. There was no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse verified error 1162 on universal surgical manipulator (usm1) along with error 23068 on usm3. Fse replaced usm1 but the error on usm3 persisted. Fse was informed by dvstat that the usm calibrations may clear the 23068 error. Fse was unable to run the usm calibration due to the error causing the initialized manipulator step to fail and replaced usm3 as well. The system was tested and verified as ready for use. Isi has not received the usm3 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported issue was confirmed and replicated. In system logs, 1162 error was found indicating ¿ac magnetic cannula sensor fault¿ on the 0x3 axis, confirming the fault occurred in the field. During visual inspection, fluid contamination was observed within the cannula housing. The usm was installed onto a patient side cart fixture test platform (pftp) where cannula led brightness test was found to be failing on the 0x3 axis. Once testing was completed, the cannula printed circuit assembly (pca) was further inspected and verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis. Failure analysis was able to conclude that the cannula pca was found to be the root cause of the reported event.